Event description:
It was reported that during cleaning and sterilization, the customer noted that the permanent cautery hook instrument exhibited a damaged and exposed wire at the hook end. Customer also reported discoloration to the top of the shaft (brown part) of the tip of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did exhibit some damage at the proximal clevis area. Engineering also observed indentations marks around the edges and some pieces of plastic breaking off. Engineering concluded that damage was likely due to mishandling due to visible signs of damage found around the proximal clevis. Site also made reference to some instrument discoloration located at the distal end of the instrument. For clarification, engineering observed moisture inside the instrument. Usually after the instruments are autoclaved, it is possible that pressure or moisture can be trapped inside the proximal clevis area. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.